Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of the product that was used? What was the indication for using the product? What type of bleeding was surgiflo applied on? How much surgiflo was used? Was surgiflo removed after hemostasis was achieved? 6can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? What is the surgeon¿s opinion as to the relationship of the product to the symptoms? Was medical intervention indicated to treat the symptoms? If so, what was the medical intervention required? What is the current condition of the patient? What were the findings from the exploratory laparotomy?

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2022 and absorbable hemostat was used. Post-operatively the patient presented with bleeding in her abdomen. The patient was brought back to the or for an exploratory laparotomy, and is currently still in the hospital but predicted to be ok. Additional information was requested